Event description:
One resolute onyx coronary drug eluting stent was implanted to treat a lesion in a mid vessel. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported there was a foreshortening in the length of the stent. The foreshortening occurred even when the distal reference vessel matching was done, and when the stent was kept below the nominal pressure at 8 atm. The patient is alive with no injury.

Manufacturer narrative:
Image analysis: two still fluoroscopic images were provided for review. Image one shows the deployed stent with dimensions of the stent measurement on the image. The stent length is recorded as 16.2mm with the gap between the distal end of the stent and the distal marker band being 1.6mm. The second image shows the deployed stent in the vessel with the delivery system remaining inside the stent. The stent in question was reported as a 3.5 x 18mm resolute onyx stent. The user measured the stent at 16.2mm which appears to be shorter than specifications. But this measurement cannot be confirmed as the stent remains deployed and it is not known what the length dimension was calibrated against. The stent appears to have moved proximally over the proximal inner shaft marker band thus making it look as if the stent had not been positioned between the inner shaft marker bands. Visually, the stent does not appear to have foreshortened/recoiled, but this cannot be confirmed as the stent remains deployed. But it appears that the deployed length of the stent did not measure as long as expected. Therefore recoil is being confirmed but the characteristics of the stent does not show definitely that the stent has recoiled. There also appears to be a waist in the stent profile. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.